Event description:
Technical services received a call on 05/04/2011 from sales rep. Lv port not seeing much of lv terminal pin past connector block. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).